Event description:
Patient states needles seem extremely flimsy since he received them. Patient was injecting insulin and the needle broke and is inside him. Dose, frequency and route used: use to inject insulin four times a day and as needed. Therapy dates: (B) (6) 2010 - present. Diagnosis for use: for insulin-diabetes. Event abated after use stopped or dose reduced?: yes.